Manufacturer narrative:
The expedium single inner set screw was not returned for evaluation. Review of the device history record cannot be performed as the lot code is unknown. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. Without the return of the setscrew, we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action is necessary at this time as there has been no systemic trend observed. As such, this complaint will be closed with no further actions required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device sent to pathology.

Event description:
It was reported that revision surgery was needed to remove three expedium single inner set screws because they became loose. The patient reported that he bent over and heard a 'pop'. The surgeon viewed original intra-operative x-rays and follow up x-rays and noticed that the screw head (ie. Set screws) had become loose. The three set screws and one concomitant device rod were explanted. The removed devices were sent to pathology and are not available for evaluation. The following mfg. Medwatch reports are being filed for the three single inner set screws that had loosened: 1526439-2014-12083; 1526439-2014-12084; 1526439-2014-12085.